Manufacturer narrative:
The lead and non-saluda anchor were returned to saluda for analysis. The lead was noted to be cut into two pieces upon receipt. The saluda representative had confirmed that the lead was cut during revision procedure. Visual examination of the lead under magnification did not reveal any damage apart from the location of the cut. Device logs were reviewed and the reported event of intermittent loss of stimulation was confirmed. The cause of the reported event could not be established.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation in certain postures. Reprogramming was performed and the reported loss of stimulation in certain postures was resolved. Noise was noted on the ecap signal when applying pressure on the anchor site. A saluda representative reported that the patient's lead had been secured using a non-saluda anchor. A lead revision procedure was performed and the lead and anchor replaced, which resolved the reported event.